Event description:
One endeavor sprint rx drug-eluting stent was implanted (2.75 x 18mm) in the proximal lad, 3 endeavor sprint drug-eluting stents (3.5 x 15mm, 3.5 x 15mm & 3.00 x 18mm) stents were implanted in the mid lad and 1 endeavor sprint drug-eluting stent (3.5 x15mm) was implanted in the proximal lad. (MFR report 2953200-2008-00958 - 00962) stent thrombosis of the mid lad was reported later that day. The investigator has indicated that an angiography was performed, which did not show thrombosis of a study stent. It is reported that revascularization was performed as a result of this event. There was the need for stent implantation because of stent thrombosis. A ptca revascularization of the distal lad was reported to have occurred. One drug-eluting stent from another MFR was successfully implanted (2.75 x 23mm). Investigator has indicated that event was not related to the study stent. Patient was reported to be asymptomatic at 30 day and 6 month follow-up. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Evaluation: results: (thrombosis) secondary intervention.